Event description:
It was reported that during the implant attempt the lead model number 4194 was pulled out when slitting the delivery catheter. During same procedure a lead model number 4196 was attempted to be implanted and a dissection occurred in the carotid sinus. Both leads were removed and a dual chamber system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Blood/body fluid was noted on the distal conductor (not obstructed). (B)(4) the full lead was returned, analyzed and no anomalies were found. Blood/body fluid was noted on all conductors (not obstructed) and on the distal conductor (not obstructed).